Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years 6 months post implant of this 25mm aortic bioprosthetic valve, it was replaced valve-in-valve with a 23mm transcatheter aortic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that an unknown duration of time post implant of this 25mm aortic bioprosthetic valve, it was replaced valve-in-valve with two 23 mm non-medtronic transcatheter bioprosthetic valves. The reason for the replacement was not reported. Ten years and six months post implant of the 25mm aortic bioprosthetic valve, a valve-in-valve with a 23mm medtronic transcatheter aortic valve was performed for unknown reasons. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the bioprosthetic valve was replaced valve-in-valve 7 years and 10 months post implant. If information is provided in the future, a supplemental report will be issued.